Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the brachiocephalic vein. After crossing a guidewire to the lesion, a 10mm wanda balloon catheter was advanced for dilation. The balloon as inflated and deflated several times successfully and was then removed. Subsequently, a 12.0-40, 80 wanda balloon catheter was advanced. The balloon was inflated twice at 10 atmospheres; however, upon the third inflation, the balloon ruptured at 10 atmospheres and ripped circumferentially. The balloon was attempted to be removed but the physician encountered difficulty in bringing the damaged balloon back into the introducer sheath. As the physician applied force to withdraw the device, the balloon came apart and lodged into the cephalic vein. A surgical cut down was performed to retrieve the distal marker band and the detached segment of the balloon. The procedure was completed with this device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the device was received in two sections due to a break in the shaft and a complete balloon circumferential tear. The complete circumferential tear was located at 3.1cm proximal to the tip. A detailed examination of the both sections of the balloon tear revealed that the proximal section of the balloon exhibited a longitudinal tear. This longitudinal tear stretched from the distal end of the proximal balloon sleeve and it extended to the site of the circumferential tear for an approximate length of 2cm. The break in the shaft was located at 4.5cm proximal to the tip. Both sections of the shaft were severely stretched. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. Procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the brachiocephalic vein. After crossing a guidewire to the lesion, a 10mm wanda balloon catheter was advanced for dilation. The balloon as inflated and deflated several times successfully and was then removed. Subsequently, a 12.0-40, 80 wanda balloon catheter was advanced. The balloon was inflated twice at 10 atmospheres; however, upon the third inflation, the balloon ruptured at 10 atmospheres and ripped circumferentially. The balloon was attempted to be removed but the physician encountered difficulty in bringing the damaged balloon back into the introducer sheath. As the physician applied force to withdraw the device, the balloon came apart and lodged into the cephalic vein. A surgical cut down was performed to retrieve the distal marker band and the detached segment of the balloon. The procedure was completed with this device. No patient complications were reported and the patient's status was good.